Event description:
The customer reported a recurrent error message at start up : 'defib failure, cycle power.'

Manufacturer narrative:
The customer reported a recurrent error message at start up: 'defib failure, cycle power.' Philips advised the customer of the need to replace to power pca. As of 10/13/08, philip had received no further calls from the customer, and thr customer had not returned to device. We are considering this failure a malfunction of the power pca.